Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the lens optic was torn. The lens was removed with no complications. The reporter stated the cause of the lens tear was due to a loading error.

Manufacturer narrative:
(B)(4).